Event description:
It was reported that a patient had to have her implantable neurostimulator (ins) relocated from her chest to her abdomen "around (B)(6) 2012" due to weight loss. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3389s-40 lot# v742349, implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# v742349, implanted: 2011 (B)(6), product type lea. (B)(4).